Manufacturer narrative:
The facility has not returned the device for complaint evaluation. If the device is returned for complaint evaluation a supplemental MDR will be filed. Based on similar failures and lab testing of similar devices the probable cause is material fatigue associated with and/or being caused by user error. It is suspected that non-axial motion by the user contributed to the needle breaking. Lab testing, to date, has been unable to duplicate needle failure when appropriate axial technique is used in simulated use conditions, indicating the failure is not related to material defect.

Event description:
Per the information provided, as the physician was completing the procedure and removing the microtip form the patient the needle separated from the microtip and started to come out of the device. The physician realized this was occurring, engaged the needle with the handpiece and was able to pull the needle out of the patient without further incident. There was no harm, injury or complication to the patient caused by the failure.